Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference numbers: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 10-jul-2025 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.

Event description:
Consumer reported complaint for the trueplus pen needles. Consumer reported complaint of inaccurate dispense for 3 boxes of the 32g pen needles: internal report reference numbers: (B)(4). Customer discarded the other 2 boxes and has only one box left (unknown lot# of the other 2 boxes). Customer stated that one time she administered a shot of 3 units of insulin and then later her blood sugar was the same (undisclosed number) and when she checked the pen, the insulin had not dispensed. The package had not been open or damaged when received by the customer. The customer is using compatible product and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.